Event description:
Had transobturator tape implanted on (B)(6) 2011 for stress urinary incontinence. Have had chronic urinary infections since. My gynecologist sent me to a urologist for an ivp and a cystoscopy. At this time, I am waiting to go see a uro-gynecologist in (B)(6) 2011. I am having pelvic pain, rectal bleeding, leg pain, and a feeling of malice with bouts of depression and crying because of feeling so bad all the time.